Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs show evidence that electrode pads are connected to the device, however a patient impedance is not seen in the impedance plot. Instead, a repetitive signal is observed, which indicates that pads were connected to the device and not yet connected to a patient. This is not an indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.